Event description:
It was reported to philips that the device fall and the screen is broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(6). (B)(6) 2021) parent (B)(6) has been identified as a duplicate of (B)(6),which has been processed accordingly. Please refer to (B)(6) for the full investigation of this issue. (B)(6) is child of (B)(6) with below mdn: 22661299611961176411637052300837.seeburger.seeasadm@130.139.122.14 please refer to this pr for the full investigation of this issue.